Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 203mg/dl. The caller stated that more than a year ago his wife woke him up with the insulin pump vibrating, beeping and alarming. The customer stated that the same incident happened four to five weeks ago while bolusing and the device alarmed no delivery. The customer stated that the paramedics came out, and the second time they took him to the hospital with low blood glucose of 20mg/dl. The customer believes the device over delivered insulin. Troubleshooting was performed, and the device passed the self test. No further information was provided.